Event description:
It was reported that a progav shunt system (part # fv414t) was implanted. According to the complainant, the shunt system was believed to be operated in overdrainage. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 11 months, height: 77 centimeters (cm), weight: 8.2 kilograms (kg), gender: male.

Manufacturer narrative:
Investigation: visual inspection: a deformation of the outer housing of the progav valve was observed through the visual inspection. The measurement of the plane parallelism could confirm that with a value of -0,041mm. The housing membrane is outside tolerance (0 ± 0.02 mm). Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav is operating not within the accepted tolerance in the horizontal position. The shunt assistant is operating within the specified tolerances in the vertical position. An accelerated outflow of the progav valve could be determined. Adjustment test: the progav was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection . After dismantling of the valves, deposits were found in both valves. Results: for the sake of thoroughness and transparency, we would like to point out that a permeability test / adjustability test was/were already carried out after the revision at the hospital. Based on our examination results, we are able to determine an accelerated outflow of the progav and deposits in both valves. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. The cause of the deformation of the progav valve could not be determined through our investigation. Significant outside pressure, for example by too much force from the progav adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4) & co. Kg. No further regulatory actions are required from our point of view.